Event description:
It was reported that during a cori-assisted tka, with distal cut workflow after milling the first condyle, the burr stopped spinning. Although, the exposure mode of the burr was still working. In addition, a "critical error: the system has detected that launcher exited due to a configuration error" was received. Surgery was performed after a non-significant delay, changing to manual procedure. No patient complications were reported.

Manufacturer narrative:
Sections b5, d9 and d10 were updated. Section h10: the real intelligence robotic drill, rob10013, sn(B)(6), used during surgery was returned for evaluation. Nothing was visually identified that leads to the reported scenario. A functional evaluation was performed, and the reported scenario can be confirmed. A test case was performed and during the setup phase a ¿system timeout¿ appeared and was followed by an ¿internal error¿. A kpc test was attempted during which it was found that the drill was completely unresponsive. The drill was opened for further investigation. It is noted that the housing cap screw was loose. The exposure motor was tested and passed. A kpc test was performed was during which it was noticed that the burr did not spin. The drill was opened again, and the motors were removed. It was noted that the slip shaft had broken off. The carriage was inspected, and it was found to be full of liquid residue. The seal cap could be opened by hand. It was also noticed that the front bearing had disintegrated. The defective parts were replaced, and a test case was performed again. All test passed. An engineering review was completed. The exposure motor was tested and found to be responsive. The most likely cause of the reported event is due to a disintegrated bearing and a broken slip shaft. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Internal complaint reference number: (B)(4).

Event description:
It was reported that during a cori-assisted tka, with distal cut workflow after milling the firs condyle, the burr stopped spinning. Although, the exposure mode of the burr was still working. In addition, a "critical error" was received. Surgery was performed after a non-significant delay, changing to manual procedure. No patient complications were reported.

Manufacturer narrative:
Internal reference number: (B)(4).